Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's implantable cardioverter-defibrillator exhibited post paced t-wave oversensing, this was also confirmed during in clinic visit. No intervention was performed. The patient was in stable condition and would continue to be monitored.